Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Examination showed damage to the device at the angulation lever, bending section cover and image guide. It was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the device damage. According to the methods for procedure in line with the IFU below, the suggested event can be detected / prevented. The instruction manual operation manual¿ bf-3c40, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ bf-3c40, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchofiberscope exhibited foreign objects in the angulation lever. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.